Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pancreatectomy, the surgeon was able to press the green button but unable to squeeze the handle and the device did not fire. At the time of pancreatic body and tail resection, the surgeon was preparing to perform the stapling; however, the device locked up and could not be fired. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.